Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The wristed needle driver instrument was analyzed and visual inspection found the main tube spun freely beside the tube adapter. The dislodged instrument tube adapter caused the instrument to not roll during manual articulation. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the wristed needle driver instrument did not move as intended. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer indicated that the instrument persistently moved in the opposite direction during use. The issue occurred while the surgeon¿s head was inside the surgeon side console (ssc) high resolution stereo viewer (hrsv) and the surgeon was attempting to manipulate instruments from the ssc. The timing of instrument movement was appropriate. There was no instrument-to-instrument or system arm-to-arm interference. No external collisions, shakiness, or friction was observed. A backup instrument of same kind was used to continue the procedure. There was no injury to the patient as result of the event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the wristed needle driver instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.